Event description:
It was reported that the user who participated in the survey for ilet experience study experienced hypoglycemia at 45 mg/dl after a preceding high glucose episode, during which the ilet delivered insulin that overcorrected while the user also administered a manual injection. The out-of-range duration was approximately 20¿30 minutes, the device alerted to the low, and the low was corrected with oral carbohydrates directed by a school nurse. Investigation of this case revealed a cause that is unclear. Symptoms included headache. Outcomes included no medical intervention. It was concluded that the event involved low glucose with unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.